Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional evaluation was performed and no failure was found. We have not been able to establish a relationship between the event reported and the device. Probable root cause maybe an intermittent component failure. Our medical assessment concluded: it was communicated via e-mail that the patient¿s current health status was ok. The treatment was continued with a different device. Since no patient injuries are being reported and no further harm is anticipated, no further clinical/medical assessment is warranted at this time. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up the device was alarming "full tank" even when the exudate has not filled the canister. Treatment was continued with the competitor device with a minimum delay of less than 30 minutes.